Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving a dose of 8.5 mg/day at concentration of 20 mg/ml of both dilaudid and bupivacaine via an implantable infusion pump for non-malignant pain and chronic low back pain. The rep reports that the patient's doctor notified him that a large volume discrepancy occurred. The expected reservoir volume was 3.3 ml and the actual was close to 20 ml. As an intervention the patient was to be scheduled for a catheter dye study. The patient did not report any signs or symptoms of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.